Event description:
An report was received in 2002 that a doctor had implanted a memorylens in a patinet's right eye in 2000, which lens has opacified. At exam in 2002, the patient's visual acuity was reported as 20/60 +2. The patient has a pre-existing medical history of diabetes. The doctor is planning to explant and replace the lens at some point in the future.

Event description:
An report was received on 8/19/2002 that a dr had implanted a memorylens in a pt's right eye on 2/27/2000, which lens has opacified. At exam on 8/16/2002, the pt's visual acuity was reported as 20/60 +2. The pt has a pre-existing medical history of diabetes. The dr is planning to explant and replace the lens at some point in the future.